Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported screw is not moving as intended, and dose log inaccuracy. The event involved product(s) mmt-105nnblna. Troubleshooting was performed, and the intended dose amount and dose amount recorded in the inpen application (logbook or home screen) greater than 1.0 unit. No further patient complications were reported. Mmt-105nnblna was requested and customer response was the device would be returned.

Manufacturer narrative:
A complete analysis and testing of the product was performed. Per visual inspection: a missing injection foot was found during visual inspection. No physical damage to cartridge holder. No damage to inpen front shell was noted. Unit paired successfully to commercial app. The leadscrew was received 1/4 it's travel. Unable to perform baseline/wireless functionality test, displacement dose accuracy, and leak test due to missing injection foot. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. In conclusion: unable to verify customer's complaint for difficulty to dial/dose or dose log/report data inaccuracy due to missing injection foot. Unable to verify customer's complaint for high bg's. Inpen failed dialing alignment inspection. No insulin is dispensed when the injection/dose button is pushed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.